Event description:
It was reported that the health care professional (hcp) called in for review of device data. Technical services reviewed the data and found that there was intermittent left ventricular (lv) lead loss of capture. However, the patient did not experience any pacing inhibition. At this time, the lead remains in service. No adverse patient effects were reported.